Manufacturer narrative:
The catalog and lot number for the actual product used in the procedure is unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was initially reported that the trufill dcs syringe ii did not produce any pressurize when used to purge the coil. Therefore it was not usable. With additional investigation it was also indicated that during the procedure a galaxy coil could not be detached. It was indicated that an unknown galaxy coil could not be detached although the alternative detachment method was used. It was reported that all other coils worked well. In response to investigative efforts, no further information regarding this event has been obtained. The galaxy system was not returned for analysis and the lot number is not known; therefore, a device history records review cannot be completed. Based on the lack of procedural information and without the return of the device for analysis, no conclusion can be made regarding the reported inability to detach the coil. An investigation into this issue has been initiated to determine if any actions are required. Action was opened in the codman system to investigate this issue. (B)(4).

Event description:
During a coil embolization procedure, the galaxy coil (catalog and lot number unknown) and dcs syringe were removed from the packaging and prepped as usual. However, when used to purge the coil, the dcs syringe produced no pressure and was subsequently not usable. Prior to connecting the dcs syringe to the delivery system, the coil hub was flush with the dcs syringe. A dedicated saline source was utilized to fill the syringe, and no leaks were noticed at any time in any section of the syringe or the coil hub. During purge, the syringe was taking to the blue zone and the pressure was held for 30 seconds without going passed the blue zone. Two other coils were detached with the same syringe, and position # 3 was exceeded twice. The alternate detachment zone was utilized. The same galaxy coil was not utilized with another syringe, and was discarded. After the event, no other damages were noticed on the syringe or coil delivery system. The coil delivery system was discarded, since the coil would not detach at either the normal or alternative zones. Additionally, the event could have caused problems through the retrieval of coil and the account is very interested in whether the detachment point of the coil may have been faulty as all other coils work well.